Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a tka during final impaction of the tibial component the impactions handle along with the fb impactor snapped. The impaction handle snapped near the proximal end of the red trigger removing it entirely. The fb impactor cracked along the medial foot. Another set was outside the room and used to complete the cementing. Surgical delay of 1 minute no patient consequences the procedure completed normally. Status of items is currently unknown but need replacement.